Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol marlex mesh. As reported, the attorney alleges the patient has pain and suffering for severe and permanent personal injuries.

Event description:
The following was alleged by the patient's attorney: (B)(6)2015: the patient underwent surgery for implant of an unspecified bard/davol marlex mesh. As reported, the attorney alleges the patient has pain and suffering for severe and permanent personal injuries. Addendum per additional information provided: (B)(6)2015 - patient was diagnosed with incarcerated left inguinal hernia thereby underwent open repair with the implant of bard flat mesh. Per operative notes, ¿the inguinal floor is opened to reduce the content of the hernia and some of the redundant hernia sac was closed over with suture. A bard flat mesh was trimmed and placed.¿ (B)(6)2015 - patient was diagnosed with wound infection thereby underwent laparoscopic repair with explant of bard flat mesh. Per operative notes, ¿purulent material was found pouring out of the wound. The unincorporated bard flat mesh was removed and devitalized tissue was debrided.¿ attorney alleges that the patient had abscess, pain, mesh migration, infection, non-incorporation of mesh, and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, post implant of bard flat mesh, patient was diagnosed with wound infection and purulent discharge thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection as a possible complication. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.